Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10931r54, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
On the date of this report, the patient got the error code for motor stall on his ptm (personal therapy manager). Pump interrogation showed ¿motor stall occurred¿. The pump motor stalled and did not recover. The patient was experiencing horrible pain, sweating, and underdose symptoms of increased pain and withdrawal symptoms of sweating, diarrhea, and nausea. The patient had less than 50% therapy relief. The patient was admitted to the ER (emergency room) and then hospitalized. The patient was given oral medications to mitigate opioid withdrawal and help control his pain. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid, bupivacaine, and clonidine. It was later reported that the pump was replaced. The patient was doing well after the pump replacement.

Event description:
The pump did not recover prior to the pump replacement. The pump had only stalled the one time. The cause of the stall was unknown. The patient was getting effective therapy following the pump replacement.